Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) was consulted and recommended device replacement. This crt-p was explanted due to infection. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. Technical services (ts) was consulted and recommended device replacement. This crt-p was explanted due to infection. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the pace generator case and header noted no anomalies. The product was cut open and internal visual inspection looked normal. Device data is insufficient to obtain battery status, and the product had no telemetry. Depleted cell with no battery related failure determined. Analysis showed no component failure. Analysis evidence indicating the device had a battery malfunction, or safety mode due to a battery malfunction. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.